Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a CT guided lymph biopsy procedure using normal density tissue with truguide device. During the procedure, the coaxial needle was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows a truguide coaxial cannula along with its product labelling information, the label information matches / verified with the tw details. And the needle was noted to be broken. Based on the photo review the reported break can be confirmed for the affected quantity. Therefore, the investigation is confirmed for the reported break issue for the affected quantity as break was noted in needle on the provided photo for review. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided lymph biopsy through normal density tissue using a truguide device. During the procedure, the coaxial needle was allegedly fractured. The procedure was completed using another device. There were no reported patient injuries.